Event description:
It was reported that a malfunction occurred on the pump, displaying a specific error message. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurs. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.